Event description:
It was reported that during a da vinci s prostatectomy procedure, while suturing the urethral to bladder anastomosis, the surgical staff observed a small piece of fiber glass fragment clinging to the shaft of the large needle driver instrument. The fiber glass fragment was removed immediately with a grasper and the procedure resumed without delay. Upon removal of the large needle driver instrument, the scrub and circulator observed a small white sheared area on the shaft, close to the working end of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a 1.2" long section with light material removed from the distal end of the main tube. The glass fibers are exposed and the surface finish in the affected area is rough. The damaged area is roughly parallel to tube axis. No other damage found.